Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, femur broke patient was revised due to this. Hardware was removed and depuy implants were implanted.